Manufacturer narrative:
Other, other text: device evaluation: a device history record (DHR) review was conducted and the current problem was found not to be related to a previous repair of the pump within the last 12 months. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. E4 is unknown., corrected data: d4: model number 6400.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that a high pressure error was on display. It is unknown if there was no patient, or clinician injury associated with this event.